Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: us157848, item name: m2a-magnum cup, lot #: 756260, item number: 14-103200, item name: taperloc femoral stem, lot #: 126670, item number: 39256, item name: m2a-magnum taper insert, lot #: 771080. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 08391. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent hip revision approximately 8 years post-implantation due to pain and elevated ion levels. Attempts have been made and no additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; h2; h3; h6. Device was returned and evaluated against the complaint. Visual inspection found pitting all around the radius of the head. The outer radius is also scratched and scuffed. The head remains assembled with the insert. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported patient underwent hip revision approximately 8 years post-implantation due to pain and elevated ion levels. Revision operative notes stated estimated blood loss of less than 100ml. It was also noted all of the soft tissue was carefully examined including the anterior capsular tissue in the hip abductors and showed no evidence of metallosis, or avascular lymphocytic response. No further event information available at the time of this report.